Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited far p oversensing and post-paced t-wave oversensing (pptwos). No changes or intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicates the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos), not the right ventricular (rv) lead.